Event description:
The customer contact reported no flow. The soluset was being used to deliver lactated ringer's solution. After an unspecified length of time in use, the soluset "emptied" and when refilling the soluset, the float valve was reported to be "stuck" closed. It was reported that the nurse manipulated and squeezed the soluset and air was then noted in the tubing distal to the soluset. Reportedly, the air reached the patient. The customer contact stated the air in the tubing was removed with a syringe and the soluset flowed. The therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.